Event description:
Patient reported that yesterday around 11am patient was trimming a tree and the needle button popped out. Patient stated that it happened three hours into therapy, and patient wears the v-go on the arm and when applying v-go he followed all procedures and heard a click when pressing round portion of start button.